Manufacturer narrative:
The reported events were dislodgment and failure to capture. A complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil over torqued at the connector region, helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The reported event of failure to capture was not confirmed. Electrical testing was normal.

Event description:
It was reported, that patient presented for scheduled procedure. Prior to procedure, it was noted, that right ventricular (rv) lead had dislodged. And it was confirmed, via fluoroscopy. It was also noted, that it exhibited high capture threshold and failure to capture. The lead was explanted and replaced with new lead. There were no patient consequences.